Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain. It was reported that the programmer had poor communication and they could not communicate with the recharger. The last time the patient felt stimulation was 3-4 weeks ago and the last successful charge session was 3-4 weeks ago. The patient stated after he received a recharger antenna replacement he noticed he was not able to recharge. Further information received from the consumer reported that he was getting the poor communication and reposition antenna screens on the recharger. An overdischarge was suspected. The indication for use was chronic low back pain. Additional information was received from the patient. It was reported that the patient notified his managing physician about being unable to charge in (B)(6) 2016. The patient didn't know what circumstances led to not being able to charge but noted that he fell out of bed and may have damaged it. The patient met with a manufacturer representative to try to jump start the device with no success. The issue had not yet been resolved and the patient was being scheduled for a battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.